Event description:
The pt developed nodules at the localized treatment sites which were hard and painful, five weeks after being treated with bovine collagen. The physician diagnosed the nodules as early granuloma and has treated the pt with intralesional kenalog.